Event description:
It was reported that the pt underwent a mandible reconstruction surgery using rhbmp-2/acs. The pt had comminuted functionality of symphysis, involving the floor of his mouth and tongue, post self inflicted gunshot wound to the face. The central mandibular defect was repaired with a ramus to ramus reconstructive plate and rfff for 4 cm anterior to the defect. Radiologic evidence of bone regeneration was visible at 3 months post-op. Clinical evidence of bone was found 6 months post-op. At 14 months post-op, the patient returned to the or for mandibular contouring and preparation for dental implants. At that time, the surgeon found complete loss of the graft.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.